Event description:
It was reported that, surgeon was clamping down mid shaft radial fracture with lobster claw when it broke.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.